Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Lot/serial: 8138149, UDI: ((B)(4). Lot/serial: 8138150, (B)(4). The patient expired due to pneumonia approximately two months post initial implant procedure. Any adverse events that could lead to pneumonia had not been revealed until the patient expired, and this portion of event is not reportable.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm rupture using two gore® tag® thoracic endoprostheses (tgt4020/8138149 and tgt4020/8138150). On the same day, the patient suffered from paraplegia and cerebral infarct. A drainage was given to treat the paraplegia, but the cerebral infarct was monitored. On (B)(6) 2010, a follow-up study revealed that the paraplegia and cerebral infarct still remained. Aneurysm diameter was 45mm. On (B)(6) 2010, the patient expired due to pneumonia.